Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, on second firing on the sleeve, the stapler began to fire erratically. The firing sequence started and stopped as if someone was turning the power on and off quickly (it made a very unusual sound while it was happening). The stapler stalled at roughly 35mm on a 60mm load. The central staple line was incomplete which was fixed using another reload. They also had to bring the knife blade back to open the jaws. As the knife blade was coming back, it was starting and stopping again. After getting the stapler out of the abdomen, the nurse then tried to take the reload off but could not. Then, the nurse was instructed to take off the adapter and let it recalibrate/place the adapter back on and then took off the reload. It worked but made the same unusual sound as it did while it was firing. Then the scrub was instructed to take the adapter off again and then press both green safety buttons to ¿hard reset¿ the device. They opened another load to complete the case. The surgeon then finished the case without any issues. It was reported that there was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device reload. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3cm cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.